Event description:
Pericardial drain was placed in 01/2001 at pt bedside. Portion of catheter broke off in the pleural cavity as device was being withdrawn. Another drain placed in the same area without complication. Portion of drainage catheter removed via left thoracotomy, pericardial window and removal of the foreign body. Size of device approximately 4cm in length (end of pigtail catheter). Pt remains in critical condition because of their other diagnoses, no further complications related to the above.